Event description:
It was reported that the patient experienced a loss of therapeutic effect and felt 'some therapeutic effect here and there, but not as much as she would like.' The patient noted that 'the device was not working as it should' and she 'was having pain with it.' It was noted that the patient was having pain in the vaginal area. It was noted that the patient had not changed programs and she was using program 4. The patient noted that '1.5 or 1.6 was sort of comfortable, but anything above that gives her pain.' It was noted that the night prior to the report, the patient had to go to the bathroom every 30 minutes for a period of time. Additional information received reported that the patient still had concerns regarding her device and therapy, but she was working with her physician and manufacturing representative. It was noted that the patient had scheduled appointments on (B)(6) 2012. The patient outcome was not provided. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# va01agt, implanted: (B)(6) 2012, product type lead. (B)(4).